Event description:
N/a.

Manufacturer narrative:
Updated fields:b4, g3, g6, h2, h10, h11. Additional contact information: (B)(6). A getinge field service engineer (fse) evaluated the unit and confirmed the issue. Fse replaced pcba video generator and pcba upper display monitor. All functional and safety checks performed to meet factory specifications. Unit cleared for clinical use.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and confirmed the issue. Fse replaced pcba video generator and pcba . All functional and safety checks performed to meet factory specifications. Unit not cleared for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) units screen was black and alarming. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11 corrected data: h6 (component codes, investigation conclusions).

Manufacturer narrative:
Updated fields: b4, d8, d9 (return to manufacture date), g1 (contact person ¿ mfg site), g3, g6, h2, h6 (medical device ¿ problem code, type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: d4 (unique identifier (UDI)), e2 (health professional), e3 (occupation), g2. A getinge field service engineer (fse) evaluated the unit and confirmed the issue. Fse replaced pcba video generator (0670-00-1182) and pcba upper display monitor (0670-00-1183). All functional and safety checks performed to meet factory specifications. Unit cleared for clinical use. No patient involvement was there and no harm reported. The following was performed by technician of the maquet, failure analysis and testing (fat) department wayne, the failure analysis and testing department received the following parts associated with this complaint: spv video gen. Board. Edm upper display monitor board. These parts were received with a reported unit failure message of screen blackout after upload b.17 software. Performed visual inspection of these parts received and both parts looks in good condition. Installed video gen. Board and upper display monitor board into the cardiosave test fixture and tested together and separately to the factory specifications per procedure and cardiosave service manual. The fat dept. Uploaded the b.17 software and screen turned into black. The fat dept. Observed that the b.17 software unable to upload for edm upper display monitor board. The fat dept. Verified the failure message of screen turns black after upload the b.17 software. Both parts failed testing. Sending both parts to the supplier for further investigation per procedure. The following was submitted by technician of the maquet failure analysis and testing dept. (Fat) wayne, failure analysis received from the supplier for the part spv video gen. Board. They stated the part passed testing. Root cause for this part is not confirmed. Retaining the part in the failure analysis and testing department per procedure. The following was submitted by technician of the maquet failure analysis and testing dept. (Fat) wayne, failure analysis received from the supplier for the part edm upper display monitor board. They stated the part passed testing. Root cause for this part is impossible to define since it failed during initial inspection. Retaining the part in the failure analysis and testing department per procedure.

Manufacturer narrative:
Update fields: b4, g3, g6, h2, h11 corrected fields: d5 (operator of med. Device).

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, b3.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Correction: b3.